Event description:
It was reported that the devices displayed air in line alarms within seconds of starting an infusion in the medical/surgical unit, intensive care unit, labor & delivery unit, and outpatient infusion center. Several IV set loading demonstrations by the clinicians demonstrated improper set loading. The product issue was observed by bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.